Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
It was later reported the procedure was approximately two- three hours and the usual procedure time is 45 minutes. The patient was under general anesthesia and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and the reported error was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, an (e006) error is due to an increased impedance between both electrodes. The likely causes are as follows: 1. Increased number of deposits of tissue on the electrode. 2. Increased contact resistance due to incorrectly or insufficiently plugged contacts at the working element or connection cable. 3. Increased contact resistance due to defective contacts. 4. The instrument is in a gas bladder during activation. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes an update to h3 from the initial medwatch. Also, additional information has been added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the error (e006) occurred during a therapeutic transurethral resection (tur) of the bladder procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the electrosurgical generator had insufficient conductivity error code: e006. The issue occurred during reprocessing. There were no reports of patient involvement.